Event description:
Revision required due to recurrent dislocation (4x over last 6 months) and leg length discrepancy.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.